Event description:
The pt had a catheter replacement procedure on (B)(6) 2010 after which she experienced pain due to the "pump not being turned up" after the catheter was replaced. The reason for the catheter replacement was not stated. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).